Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that there were high impedances on electrode 8. The factors that might have led to or caused this event were unknown. There were no actions/interventions taken to resolve the issue, electrode 8 was not currently in use, and the issue was not resolved at the time of the report. Surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated.